Event description:
Same case as MFR ID # 2134265-2012-02315. It was reported that following a percutaneous transluminal coronary angioplasty, the patient developed in-stent restenosis. During the index procedure, two 3.5x32mm taxus express stents and a 4.0x12mm taxus express stent were implanted overlapping the proximal to mid right coronary artery (rca). Post dilation of the implanted stents resulted in 30% residual stenosis. A 3.0x32mm taxus express stent and a 3.0x16mm taxus express stent were implanted in the proximal left anterior descending (lad) artery. Post dilation resulted in less than 30% residual stenosis. The distal to proximal circumflex (lcx) artery and obtuse marginal (om) artery were then treated using a "trousers" technique. A 3.0x12mm taxus express stent was implanted in the proximal lcx. The 2.25x24mm taxus express and 2.25x12mm taxus express were implanted in the om, and a 2.75x32mm taxus express stent was implanted in the distal lcx. Following post-dilation with a kissing balloon technique resulted in less than 30% residual stenosis. A 3.0x28mm taxus express stent and a 3.0x20mm taxus express stent were implanted in the mid left anterior descending (lad) artery using a t-stenting technique. Post dilation resulted in less than 30% residual stenosis. In (B)(6) 2006, the patient returned for planed angiography follow up which revealed greater than 50% in-stent restenosis of the om segment. No additional intervention was performed.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).